Event description:
The customer returned an electromechanical ambulatory infusion pump to mckinley medical for repair stating that it was alerting "ER.u" (under-delivery malfunction alert). There is no report of patient injury.